Event description:
The dealer states that the end user had reported that the back rest was becoming loose and wobbly. The dealer states that upon inspection they found that some nuts were missing which will require the kit to be replaced. No further information is available.